Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was rebooting without user intervention. It was noted that the battery compartment was cracked as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump¿s black box history showed that pump reboots had occurred. The returned battery cap was not able to be tightened securely to the pump and was not able to maintain an electrical connection. Visual inspection revealed that there was a crack along the battery compartment extending from the threads to the case seal. A test battery cap was used and the pump was able to complete a 24 hour duration test with no pump reboots occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.